Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2006 a right carotid endarterectomy was performed dehiscence of the thread which caused a bleeding acute, the patient died on (B)(6) 2006.